Event description:
It was reported to philips healthcare that the heartstart mrx showed fire. It was later clarified by the customer that the heartstart mrx failed to power up. There was no patient involvement.

Manufacturer narrative:
(B)(4).